Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"Damaged isolation plug during use, resulting in blood leakage unable to return defective product, photographs available. Green claim required, complaint response letter required, complaint receipt letter not required.".